Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a symbiq pump. The option-lok male adapter of the tubing set was connected to the clave y-site of second primary tubing that was delivering an unspecified solution. After an unspecified length of time in use, the nurse noted a leakage of solution at the connection of the two tubing sets. The customer contact reported the option-lok was secure to the clave y-site; however, the male adapter was reportedly "pulled out" of the clave. The solution that leaked on to the floor was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. No further medical interventions were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.